Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately low control solution results on their onetouch ping meter. The reporter was unable to provide an exact reading which was obtained, but claimed that it fell out with the control solution range for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.